Event description:
Serious injury involving one person on 2/19/97, pt saw dr with right eye red and hurting. Dr diagnosed corneal ulcer and treated with oculflox and 55, eye involved: od, 84/2.25; refraction myopia; total duration of use (in months): 24; number of days lens worn: 2; last visit to dr prior to symptoms 10/96; type of lens care system used: none, name or disinfection system used: none was homemade saline used: no; days lens worn between cleaning and disinfecting 0; days worn between cleaning and symptoms:0; days between symptoms and calling dr saw dr next day; self treatment by pt: no; hand washing before lens manipulation: yes; ulcer location: 1 o'clock; visual acuity before symptoms: 20/15 corrected; visual acuity after the symptoms 20/40 without correction; results of culture: none taken; results of corneal biopsy and/or scrapings: none taken.